Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a service required code was found in the ventilator's downloaded error log. The device's interface board needs replaced to address the issue.

Manufacturer narrative:
The manufacturer originally reported a "service required" code was found in a ventilator's download error log and the device's interface board was replaced to address the issue. The oxygen blending module board was also replaced to address the issue.